Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a drop in the patient's blood pressure was noted and a pericardial effusion was observed. The blood was drained and the patient stabilized. The case was completed with cryo. No further patient complications have been reported as a result of this event.